Event description:
Patient was implanted with a 23mm aortic valve in 2005. He returned to the hospital with a paravalvular leak. On reoperation, an abscess was found and the valve was replaced with a 25mm on-x valve. Cultures were negative, but there was evidence of at least a prior infection as shown by the abscess. Reoperation was about 7 months post first replacement.